Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported customer's fill estimate was inaccurate with multiple cartridges the customer attempted to reload and the pump requested a minimum of 50 units. There was no report impact to the customer's blood glucose level.